Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.